Event description:
During a robotic right colectomy procedure a vessel sealer was being used working successfully several times throughout the case. On one attempt, the jaws clamped down on tissue and the instrument sounded and appeared to be cauterizing. When the cycle was finished it began to alarm a recoverable fault. The sealer had not completed its cycle. The fault was recovered and the assistant tried to re-seat the vessel sealer instrument in the robotic arm. At this time, there was some bleeding from the site where they were working. The assistant was able to manually clamp down on the tissue with a laparoscopic instrument to stop the bleeding. After an unsuccessful re-seat of the instrument, another vessel sealer was opened and used with no issue.